Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a keypad anomaly. The down arrow button was sometimes unresponsive. The battery compartment had a crack. Customer's blood glucose level was 300 mg/dl. The device was not returned.

Manufacturer narrative:
The device had no button error alarm noted during testing. The device had intermittent buttons response due to flattened down button dome switch. No unlocked lcd keypad connector noted. The device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address, serial number label and stained end cap sticker.